Manufacturer narrative:
H.6. Investigation summary: bd internal testing revealed product didn't perform as intended. No further testing was done at the site. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Product was specifically manufactured for testing by r&d at the top of the spec for sterilization.

Event description:
It was reported that tube nahep plh 13x100 6.0 plbl dk/bl ce failed drop testing. The following information was provided by the initial reporter: "this email is intended to report failures of drop test on bd vacutainer® heparin tubes catalog # 369622 these products are manufactured in plymouth UK."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube nahep plh 13x100 6.0 plbl dk/bl ce failed drop testing. The following information was provided by the initial reporter: "this email is intended to report failures of drop test on bd vacutainer® heparin tubes catalog # 369622 these products are manufactured in plymouth UK."